Event description:
The patient presented to the clinic with an alert for pace/sense lead impedance out of range high. It was unable to recreate any noise. The decision was made to continue monitoring the patient. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.